Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09292. It was reported that the patient presented in clinic for a wound checkup. During the checkup, the patient was found with hematoma deep in the pocket. There was bleeding in the pocket along with some oozing. The exact cause of the hematoma was unknown. Also, during the checkup, the left ventricular (lv) lead exhibited high thresholds. The patient presented for hematoma evacuation of the pacemaker pocket and lv lead revision. During the procedure, the thresholds were noted to be drastically higher during the initial implant. It was also noted he lead was pulled back out of the target vein and was found dislodged. The physician tried to push the lv lead back in with a stylet but there wasn't enough back support. The lead wouldn't advance with multiple different guide wires. The physician decided to replace the lead. The lv lead was explanted and replaced. The pacemaker remained implanted. The patient was stable.